Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The nebulizer tube was disconnected from nebulizer board side. The nebulizer was reconnected and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that nebulizer port is not working. There was no reported patient involvement.